Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient does not have effective stimulation from her scs system. A sjm representative met with the patient and discovered invalid impedances for multiple contacts of the patient's lead. The patient stated she experienced a fall about a week ago. X-rays have been ordered to further evaluate the issue.